Event description:
Reporter indicated that vns pt was seen in hosp emergency room, at which time it was noted that their white blood count was elevated. The pt had been having problems with swelling and discomfort in their jaw, neck and shoulder for several weeks, but there was no redness in the area. The pt was prescribed doxycycline. Investigation to date has been unable to rule out implant area infection as the cause of the pt's symptoms.

Event description:
Further follow-up revealed that the pt developed a rash shortly after implant surgery. The pt indicated that they were allergic to the silicon insulation that the lead is manufactured of and that this problem has been addressed with their neurologist. The cause of the reported events is most likely a result of the allergic reaction to the silicon insulation.